Event description:
Upon attempted advancement of the ipsilateral leg graft into position, noted resistance was encountered at the opening of the ipsilateral limb of the main body graft. Vessel was characterized by tortuosity and the presence of stenosis at the landing zone of the ipsilateral limb. As advancing the graft, the first stent was inadvertently deployed. Physician then, after noting the semi deployed device, had to deploy the graft below the desired landing site. An exam of the positioning of the leg graft noted that the distal end was impinging upon the right internal iliac artery. Physician was able to successfully move the distal portion of the graft away from the orifice of the internal iliac artery. An iliac leg extension was then deployed in the ipsilateral limb of the main body, bridging the two devices, and creating a successful seal in the vessel. Final angiogram performed showed no sign of endoleak presence and patent internal iliac arteries.